Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were cracked and leaked insulin. Customer's blood glucose (bg) level was above 500 mg/dl with a large amounts of ketones. Customer's health care provider identified ketones as life threatening. Reportedly, a new cartridge and infusion set were loaded to address the issue and bg.